Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic and motor assembly.

Event description:
The customer reported a blank display, unresponsive buttons and a vibration after the insulin pump was dropped in the lake. Advised that the insulin pump would be replaced. Nothing further was reported.